Event description:
It was reported that the device leaked blood when inserting catheter, and needle is drawn back. Once needle is detached from plastic catheter, it stops leaking. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.